Manufacturer narrative:
Product ID 8709, lot# serial# (B)(4), implanted (B)(6) 2003; catheter product ID 8598a lot# serial# (B)(4), implanted (B)(6) 2010: catheter: product ID 8590-9, lot# n245327, serial# implanted (B)(6) 2010: accessory product ID 8840, lot# serial# unknown: programmer, physician product ID 8840, lot# serial# unknown: programmer, (B)(4).

Event description:
It was reported that there was a message while updating the pump saying, ¿program has halted.¿ the programmer displayed a broken programmer icon. The pump was re-interrogated using another programmer and it showed that the pump was reprogrammed to pump stopped mode because the first telemetry was not complete. The pump was successfully reprogrammed with the desired simple continuous dose. The logs confirmed that the programming was complete. The device system was used to deliver compounded baclofen. Additional information has been requested, but was not available as of the date of this report.